Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometrium: chronic inflammation') in an adult female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis, acanthosis, hyperkeratosis, chronic cervicitis, endocervical squamous metaplasia, nabothian cyst, adenomyosis uteri, hematometra, vulval lesion and ovarian cyst. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse}"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), abdominal distension ("bloating") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, endometritis, dyspareunia, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, alopecia, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, endometritis, heavy menstrual bleeding, pelvic pain and weight fluctuation to be related to essure (ess205). Lot number: 621813. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometrium: chronic inflammation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis, acanthosis, hyperkeratosis, chronic cervicitis, endocervical squamous metaplasia, nabothian cyst, adenomyosis uteri, hematometra, vulval lesion and ovarian cyst. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse}"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), abdominal distension ("bloating") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, endometritis, dyspareunia, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, alopecia, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, endometritis, heavy menstrual bleeding, pelvic pain and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometrium: chronic inflammation') in an adult female patient who had essure (ess205) (batch no. 621813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis, acanthosis, hyperkeratosis, chronic cervicitis, endocervical squamous metaplasia, nabothian cyst, adenomyosis uteri, hematometra, vulval lesion and ovarian cyst. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse}"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), abdominal distension ("bloating") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, endometritis, dyspareunia, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, alopecia, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, endometritis, heavy menstrual bleeding, pelvic pain and weight fluctuation to be related to essure (ess205). Lot number: 621813, manufacturing date: 2006-12, expiration date: 2008-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometrium: chronic inflammation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis, acanthosis, hyperkeratosis, chronic cervicitis, endocervical squamous metaplasia, nabothian cyst, adenomyosis uteri, hematometra, vulval lesion and ovarian cyst. On (B)(6)2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse}"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), abdominal distension ("bloating") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, endometritis, dyspareunia, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, alopecia, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, endometritis, heavy menstrual bleeding, pelvic pain and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on )b)(6)2021: mr received. Reporter information, patient medical history, event: chronic inflammation of endometrium added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse}"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), abdominal distension ("bloating") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, alopecia, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Previously reported event "pelvic pain" was updated category non-serious to serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.